Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a communication error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the pump malfunctioned with a "miscommunication" during an infusion of a vasoactive drug. Biomed reported there was a "maintenance due error message."